Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple severe kinking along the hypotube. A visual and tactile examination identified no kinks or damages. No issues identified during a microscopic examination of the extrusion shaft. A microscopic examination of the blades identified the following: blade 1: approximately 5mm of a proximal blade segment was detached from the balloon and was not returned with the device. The blade pad was fully intact. Blade 2: a detailed microscopic examination of the blade and pad identified no damage. Blade 3: a microscopic examination of the blade identified that approximal 4mm of the distal blade segment was lifted from the balloon but was not detached. The pad was fully intact on the balloon. A detailed microscopic examination of the balloon material identified no damages. The balloon exhibited signs of having been inflated and was not refolded. A microscopic examination of the tip section found no damage.

Event description:
It was reported that the blade was lifted and injured the user. A 10mm x 3mm wolverine coronary cutting balloon was used for treatment. During removal after the procedure, the blade was "curled" when pulling into the guide extension. The device was removed in one piece, and the procedure was completed with the same original device. However, the surgeon's hand was injured due to blade curling during removal. No patient complications were reported, and patient was good post procedure. It was further reported that the hand was injured, but it was said that when the balloon part was touched by hand during catheter removal, something strange was felt in the hand and damage was observed on the blade. There was no particular problem or injured person. It was said that the blade seems to be damaged by the sensation felt in the hand, but it could not be confirmed visually, and the device was removed normally.

Event description:
It was reported that the blade was lifted and injured the user. A 10mm x 3mm wolverine coronary cutting balloon was used for treatment. During removal after the procedure, the blade was "curled" when pulling into the guide extension. The device was removed in one piece, and the procedure was completed with the same original device. However, the surgeon's hand was injured due to blade curling during removal. No patient complications were reported, and patient was good post procedure.